Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the marker lumen was still "leaking" (dripping blood) when the perclose proglide plunger was removed and a cuff miss occurred. An additional two proglides were used and cuff misses occurred each time. A 7f sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices are each being filed under separate MFR numbers. Concomitant medical devices: estimated sheath size (reported as thought a 6f sheath was used).